Event description:
A report was received that the patient had inadequate stimulation. The patient underwent a revision procedure wherein a new lead was added. The patient was doing well postoperatively.